Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 40 units but later on the insulin gauge displayed 50 units. Tandem technical support educated the customer on the factors that may cause the pump to display an inaccurate fill estimate. The customer declined troubleshooting the issue. The customer¿s blood glucose (bg) level was not impacted.